Event description:
On (B)(4) 2012, the patient's mother contacted animas and reported that the patient's blood glucose (bg) rose to 580 mg/dl. The patient's mother informed customer support that the patient did not test positive for ketones; however, it is not known if the patient developed any other symptom suggestive of hyperglycemia. In response to the high bg, the patient's mother changed out the cartridge and discovered dirt packed around the inside of the cartridge cap against the tubing and cartridge. The reporter claimed she cleaned everything out and then did a complete cartridge/set change. The patient was given a correction bolus for the high bg and within 3 hours his bg came down to 100 mg/dl. At the time of the call, the patient's mother informed customer support that the patient was currently on the pump and doing well. No additional high bg occurrences were reported after that issue. At the time of troubleshooting, customer support noted there were no associated alarms when the pump was reviewed. This complaint is being reported because the patient obtained a bg reading greater than 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.